Event description:
The user facility reported that 70 bronchoscopies were performed during the month of (B)(6) 2019, using three of the facility¿s bronchoscopes. Of that, four patients tested positive for achromobacter xylosoxidans denitrificans. The first patient was previously admitted to the facility on (B)(6) 2019 and underwent bronchoscopy two days later. The patient remained hospitalized and was discharged (B)(6) 2019. This patient was readmitted to the facility (B)(6) 2019 post a third bronchoscopy procedure and was discharged (B)(6) 2019. According to the user facility, the patient¿s medical records showed this patient tested positive for the achromobacter xylosoxidans denitrificans after each procedure. The patient received consult with infectious disease (ID) and was treated with antibiotics ordered by pulmonologist. The user facility believes that the patient being immunocompromised is a contributory factory. Additionally, the user facility reported that from (B)(6) 2019 thru (B)(6) 2019 samples were taken from facility¿s scope cabinet, sink tap water, clean sink drain, dirty sink drain, enzymatic cleaner, oer pro supply water, super sani wipes pdi, alcohol cap oer pro, detergent cap oer pro, provon soap dispenser hall scrub sink, chlorhex dispenser hall, scrub sink and 10ml saline flushes from the three scope channels (serial numbers: (B)(4)). All samples were negative for the achromobacter organism. This report is to account for the third procedure for patient one.